Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out infusion set to address the alarm and resumed insulin delivery. Customer's blood glucose was 379-546 mg/dl. Customer administered a manual insulin injection to address elevated blood glucose. Customer reverted to manual insulin therapy.